Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed about two years prior to report because the ins was protruding out of their back and causing pain. It was stated the patient got some relief from the device but it was causing more pain in their back. It was noted the patient had them leave the leads in case a new ins was developed that didn't cause the pain and they didn't want to go through the recovery of having the leads "dug" out of their neck.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).